Event description:
The procedure was to treat a "carotis fistula" via venous entry through moderately tortuous anatomy. It was reported that the fistula was quite some distance and it took some time to reach the fistula and required "lots of movements with the wire". Once the physician reached the fistula, the device broke approximately 2.5cm from the tip. The physician was unable to retrieve the piece, but does not believe that this poses a risk to the patient. The procedure was successfully completed using another device of the same type, and the patient was reported to be well post procedure.